Manufacturer narrative:
Eval of the device confirmed the complaint of the anchor breaking off at the eyelet. Hex portion/eyelet of the anchor remains in the inserter shaft. The eyelet is no longer aligned with the inserter hex. Eyelet appears to be deformed. A conclusion cannot be made for this reported failure. (B) (4)

Event description:
The surgeon had 5 times (over the last month) breakage of the anchor head at the time the anchor was almost fully embedded in the bone, with the last twist, the head breaks off the body; the surgeon has left the anchor in the bone and screwed in another anchor aside.